Event description:
--

Event description:
--

Manufacturer narrative:
Addtional information was received indicating this lead was surgically abandoned and a new lead implanted without issue. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates the lead is still implanted. This report will be updated if further information becomes available.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right atrial (ra) lead became dislodged one day after implant. The physician plans to reposition the lead in two weeks. There were no adverse patient effects reported.